Event description:
It was reported the patient presented to the hospital with dizziness and pre-syncope symptoms. During interrogation, it was discovered the atrial and right ventricular leads exhibited low pacing impedance and were oversensing noise that triggered pacing inhibition. The suspected cause was insulation damage. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition following the procedure.